Event description:
I have had the essure implant since 2007. I have recently in the 6 months been in so much pain I can hardly work or do my duties at work. I need help on what to do please. FDA safety report ID #(B)(4).